Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer condition has not improved and is still experiencing same symptoms. He did seek medical attention and was treated for hyperglycemia. Dates and exact treatment are undisclosed. Customer states meter read 500mg/dl. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The report symptoms of excessive thirst, frequent urination, sleepy, often hungry, and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by customer and produced test results of 585mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Instructed customer to go to the hospital. Customer states he will go to the hospital. Customer cannot continue the troubleshooting.